Event description:
Lap. Anterior rectum resection tme- "after 2 hours of using the device, suddenly the device started the sealing sequence without the surgeon press the purple button. He only held the device in his hand with open jaws and it happened. The sealing sequence didn't stop until we shut down the generator. We removed the device, turned on the generator and plugged in the device again then the error message appear." Intervention - "took a new device and it worked fine." Patient status - "ok."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Although the root cause for this device cannot be determined, there have been similar incidents of the fuse button becoming stuck when it is depressed at an angle. As a result of this feedback, additional steps have been added to the manufacturing process to further minimize the potential for this type of incident to reoccur. This document represents our final report.

Manufacturer narrative:
Correction - updating investigation summary. Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Due to the device not being returned, the exact root cause for this device cannot be determined. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As a result of this feedback, additional inspection steps have been added to the manufacturing process. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.